Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical product: pn: 00-8751-008-28, ln: 63090282, hxpe liner neutral gg 28; pn: 811400000, ln: 62854819, femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length.

Event description:
Patient underwent right hip revision procedure approximately 1 month post-implantation due to malalignment. The acetabular cup and liner were revised.